Event description:
Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage (2.250 volts). With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.334 volts verifying a neos condition. Therefore, the electrical performance of the generator was concluded that no anomalies exist and the near-end-of-service (neos) condition is an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received for the vns patient's office visit on (B)(6) 2015 indicating that at the patient's previous office visit on (B)(6) 2015, it was determined that the patient's device would be allowed to reach end of service to determine if vns was any benefit to the patient. When the patient returned to the clinic on (B)(6) 2015, the physician checked the device which reportedly showed that device had reached end of service. The patient's mother reported that the patient's seizure frequency had not changed, but the patient's seizures appeared to last longer which the physician attributed to the depleted battery of the generator. The physician noted that vns appeared to be effective in shortening the length of the patient's seizures and referred the patient for generator replacement surgery. An implant card was later received indicating that the patient underwent generator replacement surgery on (B)(6) 2015 due to near end of service. The explanted generator has been returned to the manufacturer where analysis is currently underway.